Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 28-oct-2024. The device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, and temperature and impedance test of the returned device were performed following j&j medtech procedures. Visual analysis revealed the pebax broken with internal parts exposed. A temperature and impedance test was performed and no temperature or impedance issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The pebax broken issue could be related to the temperature issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use (IFU) states : do not scrub or twist the distal tip electrode during cleaning. As part of j&j medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified the pebax broken with internal parts exposed. It was reported that when the qdot micro catheter was connected there was a static heat map, temperature feedback display, without errors on the carto 3 system. There was a temperature error 170: electrode - thermocouple disconnected, present on the ngen generator, with no temperature reading. The 5 minute qdot warm-up period was observed. They replaced the extension cable and replaced catheter (from same lot) without resolution. They exchanged the catheter again, this time from a different lot, replaced the tx eco cable, and replaced the rf cable from the patient interface unit (piu) to console, the error and issue persisted. They then switched to an smarttouch sf catheter, bypassing the tx eco cable, and the force vector was off 180 degrees (pointing anteriorly). They replaced the stsf catheter to resolve the issue and completed the case. Post-procedure, rebooted both systems and tried to recreate the errors. They were unable to replicate the 170 error on ngen. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 25-nov-2024, observed the pebax broken with internal parts exposed. The event was originally considered non-reportable, however, bwi became aware of the pebax broken with internal parts exposed on 25-nov-2024 and have assessed this returned condition as reportable.